Event description:
It was reported to philips that the device cannot shock because function test did not pass. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, I s substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Due to ack3 failure, the patient outcome grid is filled as "no clinical symptoms" whereas the actual situation is "insufficient information".

Event description:
It was reported to philips that the device did not shock. The device was in clinical use at time of event, and patient harm was reported. The efficia dfm100 defibrillator, model# 866199, I s substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.